Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovery of the fluid leak, it was reported that multiple alarms occurred. There was an ¿m31 air detected in cassette¿ alarm, and multiple ¿patient line is blocked¿ messages. After failing to bypass the m31 air detected in cassette alarm, the patient¿s treatment was discontinued. The patient was in drain 4 of 4 when the treatment was cancelled. The patient completed their treatment by draining manually. When the cycler door was opened to remove the cassette, fluid was observed leaking out. No visible damage was identified on the cassette. Upon informing ts of the fluid leak, they were advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient¿s pd nurse was informed of the event. The replacement cycler was received, and the patient was continuing their pd therapy on the replacement without further issues. The old cycler had not yet been picked up, but it was confirmed to be available to be returned for evaluation. The cycler set was not available for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available for return.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) was performed on the cycler and completed without any failures or problems. During fill 1, the patient line was clamped and a ¿soft alarm¿ (patient line is blocked) occurred as intended. The cycler underwent and passed a patient sensor calibration check, a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovery of the fluid leak, it was reported that multiple alarms occurred. There was an ¿m31 air detected in cassette¿ alarm, and multiple ¿patient line is blocked¿ messages. After failing to bypass the m31 air detected in cassette alarm, the patient¿s treatment was discontinued. The patient was in drain 4 of 4 when the treatment was cancelled. The patient completed their treatment by draining manually. When the cycler door was opened to remove the cassette, fluid was observed leaking out. No visible damage was identified on the cassette. Upon informing ts of the fluid leak, they were advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient¿s pd nurse was informed of the event. The replacement cycler was received, and the patient was continuing their pd therapy on the replacement without further issues. The old cycler had not yet been picked up, but it was confirmed to be available to be returned for evaluation. The cycler set was not available for evaluation as the device was reportedly discarded. Additionally, there were no companion samples available for return.